Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that inappropriate high voltage therapy was observed via (B)(6) due to atrial undersensing. Device was reprogrammed. Later on the patient received high voltage therapy again during svt due to vf cutoff set too close to svt. The device was reprogrammed again and the patient medication was adjusted as well.